Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. Additionally, the cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the contamination was ingress of an unknown liquid. The root cause for the loose bus bar could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was not powering on a monitor.